Event description:
It was reported when using the pyxis medstation es system not detected on bus and had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to pocket failure. A field service engineer re-seated all row board connections and cleaned debris to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.